Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was intermittently observed to be depleting rapidly, which led to intermittent pump shutdowns. Additionally, the pump was reportedly having issues with charging. There was no reported adverse impact to the customer. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.